Event description:
Procedure: hysterectomy. According to the reporter: a plastic piece where the co2 hooks up broke off prior to falling in the patient's cavity. The doctor removed the device from the patient's cavity and the case continued with the same device. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).